Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced partial electrode insertion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's activation reportedly went well.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed broken electrode wires near the fantail and electrode ground ring. This is not believed to be related to the return reason. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode confirmed two electrode wire tensile breaks near the fantail and electrode ground ring. This device was explanted for medical reasons. This is the final report.